Event description:
Patient reported right side rupture with "shooting pain affecting my sleep." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture with "shooting pain affecting my sleep." Healthcare professional later reported rupture and "palpable abnormalities." Device explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain : unable to observe since it is a medical event and is not related to the device. Visibility/palpability : unable to observe since it is a medical event and is not related to the device. Rupture : observed broken on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). Additional observations: crease flat observed. No further actions are required as the device was implanted.

Event description:
Patient reported right side rupture with "shooting pain affecting my sleep." Healthcare professional later reported rupture and "palpable abnormalities." Device explanted.